Manufacturer narrative:
(B)(4). Method/results/conclusion: generator still in use and facility not returning for investigation. (B)(4).

Event description:
During pacemaker generator exchange procedure, in which the pulsar system was utilized, it was noticed that the leads had two brown spots on the lead insulation and it was further noticed that the lead was damaged at the top near the can (on the outside of the insulation). Surgeon repaired leads with no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.